Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) . The sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. 1. Reference sample: 1.1 model: perfusor space 1.2 article no.: 8713030 1.3 serial no./ lot: (B)(4) 1.4 software version: 688m030002 1.5 hours of operation: 4228 1.6 production seal: no 1.7 technician seal: no 1.8 warranty claim: no 2. Results: 2.1 a visual inspection was performed. No cover caps on the screw pillars and no seal on the lower housing could be found. The right hinge plate is broken. The p2 and p3 connector were oxidized. 2.2 a functional test was performed. The device was turned on and it passed the self-test. It was possible to insert a syringe into the device, select the correct syringe from the main menu and put the device into operation. No malfunctions or errors could be detected. 2.3 a functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. 2.4 the history files were read out and analyzed. According to the mentioned day of occurrence the (B)(6) 2021 was analyzed. A bd plastipak 50ml syringe was inserted into the device at 11:21 am. According to the drive step position in the history (17831) it could be found out, that the syringe was filled up to about 22ml. The vtbi (240 ml) and the time (2 hours) were set. The device calculated a rate of 120 ml/h. The infusion started at 11:28 am and finished 11 minutes after the start with the message, that the syringe was empty. (120ml/h : 60min * 11min = 22ml). No anomalies, malfunctions or errors could be found in the history files. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,06%. 2.6 to investigate the inside of the device, only the upper housing was removed. No visual damages could be found. 3. Judgment: 3.1 the complaint could not be confirmed. The cracked hinge plate does not affect the flow rate. According to the complaint description, the infusion was finished within 11 minutes and according to the inserted syringe (which was filled up to about 22ml) the vtbi of 240ml was a wrong user input.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Furosemide intermittent infusion was prescribed for patient. 240mg over 2 hours. Pump set and commenced as prescribed. Left bay to administer medication to another patient and then returned to bay to repeat observations of other patients as per policy. When I entered the bay I could hear infusion pump beeping. Went straight to patient and seen that on the screen it said syringe empty, so infusion had administered over 11 minutes instead of 2 hours.